Event description:
Additional information was received by the manufacturer on (B)(6)2022 via email and attached to the complaint object: the date of event was provided and updated. The reported event did not occur during any patient use. The reported event did not result in any patient harm.

Manufacturer narrative:
B3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer tamper seals were found upon receipt, the device was in good condition with no appearance of any physical damage. An error code was found in the ehl (event history log). The customer reported issue for (syringe empty) was duplicated at the beginning of syringe infusion. Root cause of the reported issue is due to the customer having incorrectly assembled the position potentiometer and stepper motor. Reassembled the stepper motor and position potentiometer, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that during a returned order service, multiple clutch errors occurred in addition of failing the inclusion test and intermittently failing infusion. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.